Event description:
A white deposit on the zcb00 model intraocular lens (iol) was noted by the doctor following the implantation of the iol. In the same procedure, the iol was removed and replaced with another zcb00 20.5 diopter lens that was implanted in the patient¿s ocular dexter (right eye). A 1mtec30 cartridge, lot number unknown, was used during the procedure. There was no patient injury and no sutures however, it is unknown if the incision was enlarged. Patient prognosis post-procedure was reported as doing fine. No further information is available.

Manufacturer narrative:
Section a-3b patient gender: female section d-6a date implanted: not applicable as the iol was removed and replaced during the initial procedure. Section d-6b date explanted: not applicable as the iol was removed and replaced during the initial procedure; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review of the file, it determined device code foreign material was the appropriate code for the reported complaint than the initially reported device code inclusions (1426). Therefore, this supplemental filing is to correct the device code that was initially reported. Previously reported code 1426: inclusions is no longer applicable. The following field has been updated accordingly: section h6 device code: updated to 1120. Previously reported code 1426: inclusions is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 29-may-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint lens was received inside the lens daisy wheel. During a visual inspection, the device was inspected under magnification. The lens was received coated in viscoelastic residue. The lens was also cut and torn; the torn piece of the lens was not received. White specks were observed on the lens. The lens was forwarded to eag laboratories for further analysis. Per eag laboratories, the lens was viewed under different light sources and backgrounds, and no foreign matter was identified. The lens was received back from eag laboratories and cleaned. Further inspection under the microscope found that the white specks appeared to be small chip/crack-liked damage on the lens. Scratches were also observed on the lens. No further evaluation was performed. The complaint issue "foreign material - loose" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.